Event description:
It was reported that stent insufficient apposition occurred. Vascular access was obtained via the femoral artery. The non totally occluded, 12mm in length, 3.0mm in diameter, concentric, de novo target lesion being treated was located in the mildly tortuous and non calcified proximal left anterior descending artery (lad). After predilating the lesion with a 2x9mm maverick balloon catheter, a 3x16mm promus element stent delivery system (sds) was deployed at 12 atmospheres for 20 seconds. To have a better apposition, the physician post dilate the lesion using a 3x8mm non bsc balloon catheter. The physician observed that some strut at the middle portion of the stent was insufficiently apposed. The physician left it with proper apposition of the stent to the artery wall. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is stable and responding well to medicines.

Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).